Event description:
It was reported that the customer experienced an issue with the touchscreen of their insulin pump after it was submerged in pool water for approximately 20 minutes. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Attempts to reset the pump were unsuccessful, and the customer was informed that the pump warranty was void due to negligence. The customer was advised to contact their healthcare provider and insurance company to obtain a new pump and to rely on multiple daily injections as a backup method of insulin therapy in the meantime.